Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation

Event description:
It was reported to philips that after having carried out preventive maintenance on device, "charge" button malfunction is reported on the plates. The charge button on the device, however, is perfectly functional, discharge tests were carried out with the test plates passed. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
This report is based on information provided by authorized service personnel (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator/monitor indicating that the "load" button malfunctioned on the plate/paddles. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.